Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Other text : will not be returned to manufacturer.

Event description:
Customer reportedly received result of 478 mg/dl on compact plus system 1 and result of 140 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.